Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was unknown. The customer states they got power error detected. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.